Manufacturer narrative:
(B)(4). Batch # unk. Attempts are being made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a fibroid lobectomy the clips were not folding evenly and not clamping fully. Some of the clips fell out of the jaw. The clips did not fall into the patient. The procedure was completed with this same device with no patient consequences reported.